Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, "ventilator inoperative" codes related to the blower motor and the device requiring a software reload were observed in the ventilator's downloaded error log. The ventilator failed a test step related to the active exhalation control module during testing. Conclusions: the estimate was rejected and the device was scraped, per the customer's request.